Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a pads off message was displayed while the pads were attached to the patient. There was no patient impact.